Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, multiple ventricular lead noise reversions were observed. Electrograms showed lead noise on both the atrial and largely on the ventricular lead. The leads will be monitored, as lead parameters were stable. The leads will not be replaced. The patient is completely asymptomatic to the episodes and remains well.